Event description:
The patient underwent reshape balloon insertion procedure on (B)(6) 2017. Ten days later the patient went to the hospital for hydration treatment and abdominal pain. The patient was admitted to hospital and a cat scan was performed and results were normal. The balloons were removed on (B)(6) 2017 due to intolerance and the patient was discharged the same day.